Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer / asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported pledget fell apart upon removal.

Manufacturer narrative:
New information: this is a follow up to remove the initial report (3003701733-2019-00043). This is no longer reportable. The consumer reported the tampon elongated and remained in one piece. Report type: follow-up 1.

Event description:
This is a follow-up to remove the initial report (3003701733-2019-00043). This is no longer reportable. The consumer reported the tampon elongated and remained in one piece.